Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, d9, g3, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, it is likely due to a mechanical problem, but the cause of the ceramic head (insulation beak) failure could not be determined. The most likely cause is some kind of excessive force/stress. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer. Update: the subject device was a "resection sheath, 8 mm, for 8.5 mm/26 fr. Outer sheath".

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a ceramic head broken and come off. The issue occurred during set up. There were no reports of patient harm.